Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode was an attempted implant due to a product performance issue. No additional adverse patient effects were reported.